Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited a b30 communication error during an unspecified diagnostic procedure making it impossible to continue the examination. After starting the device up several times, it functioned normally, and the procedure was completed. There was no report of delay at this time and no reports of any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error occurred due to a printed circuit board substate failure; however, the root cause of the substrate failure was not identified. The event can be detected/prevented by following the instructions for use which state: - use the power cord supplied with this product. Using a different power cord may cause the device to malfunction or the power cord to burn out. Also, the power cord supplied with this product is dedicated to this product only, so do not use it with other devices. - make sure to turn off the power to this product and any connected peripheral devices before connecting peripheral devices. If you connect the product while the power is on, the product or peripheral devices may malfunction or break down. - use the product under the conditions described in ¿environment¿ on page 316 and ¿specifications¿ on page 316. If you use the product under other conditions, it may not function properly, and there is a risk of safety problems or device breakdown. - store the product in a location that is not exposed to direct sunlight, x-rays, radiation, or strong electromagnetic waves (near microwave therapy devices, shortwave therapy devices, MRI machines, radios, mobile phones, etc.). Doing so may cause the product to malfunction. - connect the scope connector while ensuring that the electrical contact area is sufficiently dry. If it is wet, it may cause the image to disappear or flicker, leading to a malfunction. Olympus will continue to monitor field performance for this device.